Manufacturer narrative:
Additional information: b5, h3, h6, h11. B5: the container was a hard bottle and we used vented tubing. We don't have the original tubing. The pump was programmed to infuse 199 ml of 200 ml. There was a significant amount left when the alerted the infusion was complete. No additional information is available. H11: the device was received for evaluation. During functional testing, the device was tested for flow accuracy and was able to properly deliver fluid within accepted accuracy for 5 out of 6 infusions. One test result was outside 5% accuracy (under delivery by 8.851%) but within 10%. The device was also tested for upstream occlusion detection and was able to properly detect upstream occlusion. A review of the event history log for the reported event date identified an infusion of immune globulin, but did not show any abnormalities that could cause or contribute to the reported under infusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition is verified. Travel pressure plate requires adjustment however a definite cause cannot be determined. The user facility reported the container was hard bottle with vented tubing. Per the spectrum iq operator's manual the user should ensure that the IV set is free of kinks or collapse and that containers are properly vented to prevent undetected upstream occlusions. "Make sure that IV sets or container vents are properly functioning, that tubing clamps are in the proper positions and that tubing is free from kinks or signs of collapse outside the pump to prevent undetected upstream occlusions." "Proper venting required do not use sets with non-vented drip chambers or rigid containers with improperly functioning vents. Upstream occlusions caused by improperly vented glass bottles or burettes may not be detected because of the very slow-building vacuums resulting from these situations, resulting in serious injury or death. Use only properly vented drip chambers or properly vented rigid containers." Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused during infusion in the neurology infusion clinic. There was no report of patient injury or medical intervention associated with this event. No additional information is available.